Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and pelvic abscess ('abscess') in an adult female patient who had essure (batch no. C51082) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in (B)(6) 2015 and gestational hypertension. Concurrent conditions included back pain, taste metallic, dysmenorrhea, migraine, fatigue, nausea and headache. Concomitant products included intrauterine contraceptive device (iud nos). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criterion medically significant), pelvic pain ("pelvic pain, chronic"), abdominal pain ("abdominal pain, chronic"), dyspareunia ("dyspareunia (painful sexual intercourse)") and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery ((B)(6) 2016, salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation and pelvic abscess outcome was unknown and the pelvic pain, abdominal pain, dyspareunia and heavy menstrual bleeding had resolved. The reporter considered abdominal pain, dyspareunia, fallopian tube perforation, heavy menstrual bleeding, pelvic abscess and pelvic pain to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), fallopian tubes perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Pregnancy test urine - on (B)(6) 2015: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jun-2021: medical record received. Lot number, reporters information, lab data, concomitant drug and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and pelvic abscess ('abscess') in an adult female patient who had essure (batch no. C51082) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in april 2015 and gestational hypertension. Concurrent conditions included back pain, taste metallic, dysmenorrhea, migraine, fatigue, nausea and headache. Concomitant products included intrauterine contraceptive device (iud nos). On 24-jul-2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criterion medically significant), pelvic pain ("pelvic pain, chronic"), abdominal pain ("abdominal pain, chronic"), dyspareunia ("dyspareunia (painful sexual intercourse)") and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery ((B)(6) 2016, salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation and pelvic abscess outcome was unknown and the pelvic pain, abdominal pain, dyspareunia and heavy menstrual bleeding had resolved. The reporter considered abdominal pain, dyspareunia, fallopian tube perforation, heavy menstrual bleeding, pelvic abscess and pelvic pain to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), fallopian tubes perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Pregnancy test urine - on (B)(6) 2015: negative. Batch no c51082 production date (B)(6) 2014. Expiration date 2017-04-30 quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and pelvic abscess ('abscess') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criterion medically significant), pelvic pain ("pelvic pain, chronic"), abdominal pain ("abdominal pain, chronic"), dyspareunia ("dyspareunia (painful sexual intercourse") and menorrhagia ("menorrhagia (heavy menstrual bleeding"). The patient was treated with surgery (on (B)(6) 2016, salpingectomy (bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation and pelvic abscess outcome was unknown and the pelvic pain, abdominal pain, dyspareunia and menorrhagia had resolved. The reporter considered abdominal pain, dyspareunia, fallopian tube perforation, menorrhagia, pelvic abscess and pelvic pain to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), fallopian tubes perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: pfs received new reporter information was added. New event abscess was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain, chronic"), abdominal pain ("abdominal pain, chronic"), dyspareunia ("dyspareunia (painful sexual intercourse)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery ((B)(6) 2016, salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation outcome was unknown and the pelvic pain, abdominal pain, dyspareunia and menorrhagia had resolved. The reporter considered abdominal pain, dyspareunia, fallopian tube perforation, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), fallopian tubes perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received events " pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), fallopian tubes perforation" were added. Outcome of event " pain, bleeding" were updated as recovered. Reporter information and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.